Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a noise the day prior; she changed the battery and then received a battery out limit alarm. Blood glucose value was 469 mg/dl. Customer stated the alarm happened during normal use. No damaged in the battery compartment found but she found the battery cap had become loose. The customer also reported that the night before, she smelled insulin and stated it was because she pulled the infusion set while putting on her clothes. Customer was assisted with clearing the alarm and was advised the battery cap would be replaced.